Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 304mg/dl, 333mg/dl,53mg/dl. Tests were done <10 mins apart with a difference of 72%. Pt did not experience any adverse events. No further info has been reported.